Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was dislodged and caused the patient to experience stimulation. A chest x-ray was done. This lead remains in service. No adverse patient effects were reported.